Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed flow rate test, which was high. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported failed flow rate test high, which was reproduced during evaluation. A review of the event history log identified failed flow rate test high. The cause was determined to be an out of adjustment pressure plate travel. The pressure plate travel was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.